Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The lesion was located in the obtuse marginal artery. The physician advanced the 3.0x15mm maverick2 balloon to the lesion and inflated the balloon, but the balloon burst and lost pressure at 12 atms. The device was removed intact. There were no pt complications. The procedure was completed with another 3.0x15mm maverick2 balloon. Pt status is reported as "ok".

Manufacturer narrative:
Device eval: the balloon catheter was returned in a deflated state with blood and contrast present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the burst. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located on the proximal end of the balloon, measuring 1 millimeter in length. Microscopic exam of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or the ro markers that could have contributed to the burst. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).